Manufacturer narrative:
H3, h6: one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the handle assembly broke due to one screw came out from the proximal hole of the handle. If the handle is broken, the surgeon will have incomplete stitch. According to the investigation results, one screw came out from the hole of the handle (screw not returned). Magnification shows that the screw was installed during the final assembly process. It was also observed that the right-side grey thumb lever was stuck half of the way between rest and triggered. Investigation of the device showed that all actuating parts were functional except for the lower jaw, which would not articulate due to the screw on the proximal end of the handle came off, that opened the proximal end of the handle. The probable root cause for the handle to break could be due to when surgeon applied excessive force to extend the lower jaw when there was limited joint space. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use discusses all surgical hazards in warning section. In instruction for use warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution. This is an isolated incident where the device handle broke due to a screw came out of handle assembly. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee arthroscopy when extending the lower jaw by pushing down the grey button of the novostitch, the back of the gun broke outside the patient and screw came out. The procedure was completed with a fastfix 360 device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: visual inspection and functional testing could not be performed because the devices, used in treatment, were not returned for evaluation. Thus, the complaints could not be verified and a root cause(s) could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.